Event description:
It was reported that the universal battery charger and the mobile power unit were returned for an unknown reason.

Manufacturer narrative:
Section a: no patient information has been provided at this time. Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g4: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the heartmate mobile power unit (mpu), serial number (B)(6), was returned for evaluation at the service depot for unknown reasons. Visual inspection of the unit revealed the rubber encasing of the patient cable to be loose. The mpu was tested and evaluated and found to functioned as intended. The unit was able to support a test system controller and mock circulatory loop for an extended period without any issues or atypical alarms. The mpu was scrapped per customer request. Multiple attempts were made to obtain additional information regarding the reason for the return, if the mpu was in use with a patient prior to the return and if there was any patient impact or log files; however, no additional information has been provided. The device history records were reviewed, and the records reveal that the heart, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mpu. Section f of the IFU, entitled ¿safety checklist¿, instructs the user to inspect the mpu and mpu patient cable for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.